Event description:
ICU medical extension set, 17 inch 0.2micron filter, clave y-site, secure lock dislodged at a connection point. Blood backed up into the tubing. Drug leaked on the floor. Delay in discharge as tubing was changed, pt and floor cleaned. The filter came apart at the connection point where the tubing connects to the filter. It was a clean break at the tubing. The connection side of the filter with the slide clamp.